Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, hardware failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 was off the bus but seen in hardware test application (hta). A field service engineer (fse) rebooted the system and reseated the row board cable. After troubleshooting, the drawer was fully functional in both hta and the application. The system functioned as intended after field service engineer repaired the device.